Manufacturer narrative:
Device was used for treatment, not diagnosis subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
It was report that the ala hook has been in place in the patient for around 2 years and then it broke. Prior to this event the patient has been extended roughly 3 weeks before. There were no other situations such as falls, jumps o.l. Before the fracture of the implant. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
An analysis was conducted and it states that the ala-hook was implanted approximately two years ago and the breakage occurred on (B)(6) 2013. Based on the topography of the fracture surface, the implant was subjected to moderate and high dynamic bending loads. The mechanical damage on the surface at the crack initiation zone was not the cause of failure. However, the mechanical damage could promote the crack initiation because pure titanium and titanium alloys are known for high notch sensitivity. Constantly alternating loads led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the ala-hook. The hook could not resist the applied force which finally led to the material overload and fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded.